Event description:
It was reported that the catheter was difficult to deflate. The catheter was cut but it was unable to defalte. Eventually the guide wire was inserted into the inflation lumen and the balloon was burst. The doctor cut the balloon after the catheter removal because of the check.

Manufacturer narrative:
The reported event was inconclusive due to poor sample condition. Based on evaluation, observed there was heavy salt accumulation present on the drainage lumen. However, due to poor sample condition of the returned sample, a complete evaluation could not be performed. The exact cause on how and when problem occurred could not be determined. The potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe)/ collapse lumen/ sac close eye/ valve damage. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "precautions for use (1) when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. (2) when deflating balloon, do not aspirate with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed.] (3) no substance except sterile water should be used to inflate the balloon. [If contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely. ] (4) do not wipe catheter surface with organic solvents such as alcohol. (5) do not aspirate urine through drainage funnel wall." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter was difficult to deflate. The catheter was cut but it was unable to deflate. Eventually the guide wire was inserted into the inflation lumen and the balloon was burst. The doctor cut the balloon after the catheter removal because of the check.